Event description:
The customer reported via phone call that she had keypad issues on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer stated that she pressed the up arrow to get an easy bolus, but she cannot get the act button to work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.